Manufacturer narrative:
The company service representative examined the system and confirmed the reported event but could not replicate it. As a preventative measure, the xenon lamp was replaced. The system was then tested and met all product specifications. The system was manufactured on march 27, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported the xenon lamp was not working prior to a surgical procedure. There was no patient involvement.